Event description:
It was reported the svc portion of the lead consistently measured an impedance greater than 200 ohms. It was also reported the lead fractured. Fluoroscopy at the time of the surgery did not reveal any obvious fracture although the svc coil appeared to be slightly stretched in the proximal part of the lead. The svc coil was capped and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the svc lead consistently measured an impedance greater than 200 ohms. It was also reported the lead fractured. Fluoroscopy at the time of the surgery did not reveal any obvious fracture although the svc coil appeared to be slightly stretched in the proximal part of the lead. The svc coil was capped and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead had noise from tip to ring, and the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) several conductors fractured. The distal coil and the svc cable are fractured in the same location at 19.8cm distal. The defib conductor is distorted. The outer tubing overlay has blood/body fluid, kinked/buckled and melted. The outer insulation breached depression. Partial lead in segments returned and analyzed.